Event description:
"Wouldn't flush properly when tested prior to implanting." Device was not implanted, there was no pt contact. There was no injury. Pt was implanted with back-up device. Follow up findings: due to 12-jun-03 analysis finding of component out of specification, event was determined to be MDR reportable. The event is being reported due to inamed's policy to resolve all doubts in favor of reporting.